Event description:
Problem with the icp monitoring kit: the catheter displays an error code "999".

Manufacturer narrative:
The returned icp monitoring kit pso-pb has been received and analyzed by our quality control laboratory. According to the result, the catheter meets its specifications. During the expertise, when the catheter was connected to the pressio monitor, the error code '999" didn't appear. After the opening of the dongle shell, no visual defect was detected on the printed circuit. Error code "999" is a sign that the catheter measures pressure out of the range displayed (-40 to 100 mmhg). After implantation, the catheter might have undergone an excessive pressure or depressure probably due to an implantation not deep enough or a problem in the site of implantation.